Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2, diopter +10.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient experienced loss of anterior chamber depth, iris depigmentation, pigment dispersion, and coneal oedema. The lens was explanted in the same surgery. The reporter also mentioned that the implantation procedure could not go a head due to chamber flattening, iris hernia. Follow up on (B)(6) 2017, corneal oedema is slowly improving, and visual axis is not affected at this stage. As of the date of MDR submisison the lens has not been returned.

Manufacturer narrative:
Lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn and the lens returned in two pieces. (B)(4).